Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was not charging. Multiple usb cables and wall adapters were used. Customer's blood glucose (bg) was 522 mg/dl. There was a trace of ketones which was identified as dangerous by a healthcare provider. Insulin injections were administered to address bg. Contact did not provide cause of elevated bg; however, did not believe it was related to pump or supplies. There were no alerts/alarms found in pump history that would have suspended insulin delivery. Customer reverted to using insulin pens for insulin therapy.